Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a new system controller.

Manufacturer narrative:
Section d4: serial number, lot number, and expiration date were incorrectly added in the initial report. Section h4: manufacturing date was incorrectly added in the initial report. The correct serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of an issue with the patient's system controller that required a controller exchange was not confirmed. Event details indicated the patient received a new system controller (serial # (B)(6)) along with a request for the new system controller to receive the software adjusting the low flow limit threshold to 2.0 liter per minute. The software upgrade was performed on the new system controller and no issue was reported. Multiple attempts were made to obtain additional information from the customer regarding the system controller exchange event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the previous system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Serial number of the system controller was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿low flow¿ indicating flow is less than 2.5 lpm and ¿driveline disconnected¿ alarms. Low flow alarm: 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Driveline disconnected alarm: 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. ( page 33.) It may take up to 10 seconds for the pump to start. 2. Check that the modular in-line connector is secure. 3. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 4. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. Page 63. 5. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿replace the running system controller with a backup controller¿ details the exchange process. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.